Manufacturer narrative:
.

Event description:
The patient's vns programming history form was completed by the treating physician's office. Upon review of the form on (B)(6) 2013, it was observed that the patient experienced an increase in seizure frequency from around (B)(6) 2000 through (B)(6) 2001. Patient had vns implant in (B)(6) 2000 and then the seizure frequency appeared to increase later in the year then decreased back down to 1 seizure per month as noted on (B)(6) 2001. The patient's settings were still being titrated up to therapeutic levels, so the patient's settings were increased on the (B)(6) 2000 through the available history in the in house programming database to (B)(6) 2002. Attempts for additional information from the treating physician were unsuccessful, as it was reported the patient's records are no longer available due to conversion to electronic medical records.